Event description:
"Surgeon noticed leak in lagb system when attempting adjustments. On exploration in o.r, leak established not in tubing, but on reverse side of port, around margin where titanium meets silicone."